Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that the lead was explanted one week after implant due to exit block and high lead impedance. The patient's condition is stable after the event.